Event description:
It was reported that the customer had diabetic ketoacidosis 2 or 3 months ago. Customer lost quite a bit of weight and has been on the pump for the last 20 years. Customer has used up all the spots in her stomach. Customer has had a high blood glucose level of 550 mg/dl in the last 3 weeks. Customer stated that she thinks that it is due to quick sets kinking. Customer was using a regular syringe. Customer has changed her site out multiple times and they have all ended up bent. Customer ended up in the hospital with diabetic ketoacidosis due to their high blood glucose levels. Customer had symptoms of nausea and vomiting. Customer has treated for their high blood glucose levels. Customer was hospitalized on (B)(6) 2014 with a blood glucose level of 500 mg/dl. The high blood glucose level was due to a bent cannula. Customer was wearing the pump at the time of hospitalization and was released to the endocrinologist. Troubleshooting was performed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.